Event description:
One report of malfunction associated with cleanascope liner. The event concerns the potential of cross contamination between patients.

Manufacturer narrative:
The one reported event was identified from a retrospective review of complaint files from 2006 to 2008. This report covers one malfunction for the cleanascope liner.